Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and performed to specification up to (B)(6) 2008. There was multiple self-test fails due to a low battery between (B)(6) 2008 and (B)(6) 2009. These all occurred at temperatures below 10.0 degrees celsius. There was evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 mins in duration occurring between (B)(6) 2010 and (B)(6) 2013. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius /32f to 122f). Although in the event there was no fault measured on the membrane, it is probable that exposure of the device to temperatures below the recommended storage conditions damaged the membrane, which caused the device to switch on automatically resulting in the premature depletion of the pad-pak (battery). The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.